Event description:
The customer reported the system would not boot up. Ther is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac circuit breaker reseated and reset. The system was then found to be operating as intended.